Manufacturer narrative:
We evaluated one opened/used sensor and performed continuity resistance test. The sensor failed per specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call, the sensor was giving inaccurate readings. Customer stated the sensor was giving low readings and it activated the threshold suspend feature on the insulin pump when her blood glucose was 183 mg/dl. The insulin pump threshold suspend feature is set up to go off when the sensor reading reaches 60 mg/dl. Troubleshooting was on the insulin pump. Customer is returning the sensor for analysis as it also had issues with activating the bad sensor alert.